Event description:
On (B) (6) 2010 pt reported that this infusion set caused an occlusion resulting in a blood glucose reading of 490 mg/dl. Pt stated when both occlusions occurred he removed the infusion set from his skin and noticed the cannula was bent at a 45 degree angle. Pt reported the infusion site is placed "high up on the hip" near his back. Pt speculated his activity may be causing the damage to the cannula. Reviewed possible infusion sites to use. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.